Event description:
Femoral artery accessed for intervention. Guide torqued for intervention, and became kinked in patient. Unable to wire for removal. Access obtained on contralateral side, guide removed through left sheath.